Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose was 178 mg/dl. The customer stated that the contacts on the battery cap was not missing or damaged. Customer also stated that the battery compartment was neither damaged nor corroded as well as the spring was neither damaged nor corroded. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. Insulin pump passed selftest, unexpected restart error test and displacement test.